Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
Customer reported that qtc number is showing different than what comes over to the server. This complaint has been evaluated and does not allege a death or serious injury.